Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and tissue injury were due to patient anatomy. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3 and a tethered septal leaflet. One clip was implanted, reducing tr to a grade of <1. On (B)(6) 2024, the patient returned to the hospital for a follow-up appointment. Imaging showed the implanted clips had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 1. Tissue damage was noted on the septal leaflet.